Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.